Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 03-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1268, awareness date 04-oct-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer gained 60lbs in the last 7 years, experienced cystic acne, migraines, bloating, inflammation of pelvic area, foggy feeling, fatigue, anemia (she was receiving iron infusions), her periods were heavy (in june she had an ablation done, which did not help). She will request essure removal. She was (B)(6) at time of this report. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods are heavy. She underwent an ablation (interpreted as endometrial ablation) which did not help. She also reported anemia for which she was receiving iron infusions, and inflammation of pelvic area. These events were considered serious due to medical significance. Anemia is an unlisted event in the reference safety information for essure while the remaining events are listed. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the nature of the event periods are heavy and in the lack of an alternative explanation, causality with essure cannot be excluded. Anemia may be caused by blood loss, hemolysis, and decreased production of red blood cells. In the present case, since the consumer had heavy periods which could have had a contributory role in the occurrence of the anemia, causality with essure cannot be excluded. Regarding inflammation of pelvic area, while essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic inflammatory disease in the first 4 weeks after insertion. In the present case, no information suggesting this close temporal relationship with the insertion procedure was mentioned, and essure was not removed. Therefore a causal relationship between essure and inflammation of pelvic area was considered very unlikely (unrelated). Non-serious events were also reported. This case was regarded as incident due to required intervention (endometrial ablation, iron infusions). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.